Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure were the implantable pulse generator (ipg) was replaced due to the device being nonresponsive and the patient requesting a magnetic resonance imaging (MRI) capability. The patient was doing well postoperatively. The facility did not release the device for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.